Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d10 h3, h6: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: 311.01. Synthes lot number: 7697725. Release to warehouse date: 05-jun-2014. Manufacturing site: synthes jennersville. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Service & repair evaluation: the customer reported the device were not detaching. The repair technician reported that coupler was damaged. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was scrapped and was forwarded to customer quality. The evaluation was confirmed. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified no damage or abnormalities. Functional test: functional testing was performed and the complaint condition was able to be replicated as the coupler would take the pin, however would not fully lock and therefore the driver could not be fully secured. Dimensional inspection was performed and is within specifications per relevant drawings. Document specification: the relevant documents were reviewed as part of this investigation: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: the complaint condition of is confirmed. No new issues were identified on the remaining portions of the device. Although a root cause could not be definitely determined given the unknown circumstances, it is probable that an unintended force during usage/ handling such as dropping off the floor excessive loading and/or rough handling in the field contributed to the complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while in the sterile processing department (spd) on (B)(6) 2019, one (1) handle with mini quick coupling and one (1) stardrive screwdriver shaft were connected and would not come apart. There was no patient involvement. This report is for a handle with mini quick coupling. This is report 1 of 2 for (B)(4).